Manufacturer narrative:
(B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. It was reported that patient faced 2 infusion set tape not sticking event on (B)(6) 2024. The infusion set was in use for 1 day. No further information available.